Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative notes provided. Operative notes stated persistent non healing, draining from inferior extent of wound with hematoma that was excised. Surgeon notes taking to surgery due to failed conservative treatments to heal wound. I&d performed, surgeon notes only goes into subcutaneous area, there were necrotic edges that were excised and tissue does not appear infected. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05051, 0001825034 - 2018 - 05052, 0001825034 - 2018 - 05053.

Event description:
It was reported patient presented with pain and persistent drainage from the inferior extent of the hip wound with some moderate hematoma extravasation and necrotic tissue. Patient underwent wound revision, irrigation, and debridement due to draining wound. Attempts have been made and additional information on the reported event is unavailable.